Event description:
It was reported to boston scientific corporation in 2008 that an rf 3000 radiofrequency generator was used during an rf ablation procedure performed on five days earlier. According to the complainant, it was reported that the rf 3000 unit displayed an "e03" error code (high impedance, measured, recoverable). It was further reported that the rf ablation needle electrode and all grounding pads were replaced to no avail. Reportedly, the physician was unable to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was unk.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unk. According to the complainant, the suspect device is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. .